Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), urinary tract infection ("uti."), cervical dysplasia ("cervical intraepithelial neoplasia grade iiii with severe dysplasia,") and dysuria ("dysuria"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder, vaginal discharge, urinary tract infection, cervical dysplasia and dysuria outcome was unknown. The reporter considered abdominal pain, cervical dysplasia, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and other injuries/symptom. And essure removed yes were date was not specified (discrepancy noted _) most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received, new reporter, patient demographic, essure indication, start date and event injury with chronic, dysmenorrhea (as written) (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metorhagia (as written) (bleeding b/w periods), gen. Abnorm. Bleed, urinary probs, vag. Discharge other, uti, cervical intraepithelial neoplasia grade iiii with severe dysplasia and dysuria were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergoes essure confirmation test" and medical device monitoring error "essure and endometrial ablation procedures done at the same time". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), urinary tract infection ("uti."), cervical dysplasia ("cervical intraepithelial neoplasia grade iiii with severe dysplasia,"), dysuria ("dysuria"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("vaginal yeast infection"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder, vaginal discharge, urinary tract infection, cervical dysplasia, dysuria, vaginal haemorrhage, vulvovaginal mycotic infection, cystitis, female sexual dysfunction, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, cervical dysplasia, cystitis, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and other injuries/symptom. And essure removed yes were date was not specified (discrepancy noted) discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnosis: cervix, cone biopsy. Florid high grade squamous intraephithelial neoplasia with glandular extension inked surgical margin negative for dysplasia specimen labelled "cone of cervix." The specimen consists of cone biopsy of cervix measuring 2 x 1.5 x l..5 cm. The outer surface is inked black. Section, 7 cassettes, all. Ultrasound pelvis - on (B)(6) 2018: impression: significant focal mass like thickening of the endometrial canal which measures approximately 2.2 x3.0 x 2.6 cm. Differential diagnosis includes large endomnetrial polyp or penduculated submucosal uterine fibroid , severe endometrial hyperplasia, and endometrial cancer. Most recent follow-up information incorporated above includes: on 29-jan-2020: plaintiff fact sheet and medical records received: new events - abnormal bleeding (vaginal), infection (bladder/vaginal), apareunia (inability to have sexual intercourse), migraines / headaches, dyspareunia (painful sexual intercourse) were added. Events added from medical records - essure : and endometrial ablation procedures done at the same time, did not undergoes essure confirmation test were added. Reporter's information, patient demography, lab data, medical history, concomitant condition were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.